Manufacturer narrative:
D10: 200-02-32 three peg patella 32mm: sn# (B)(6), 02-020-13-0335 - truliant cr cem fem cr cem right sz 3.5: sn# (B)(6), 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t: sn# (B)(6). The product associated with the reported event is within the scope of recall z-0023-2022 ; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The revision reported was likely the result of prosthesis wear of the tibial insert and inclusion of the polyethylene implants in the packaging recall. Additional reasons for the reported revision may be prosthesis wear of the patellar component, but this cannot be confirmed from the provided information. Possible causes for polyethylene damage include malalignment between implants, third body wear, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced radiolucent osteolysis and pain. As a result, approximately four years post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 2 of 2 for this event/patient.